Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bottom tasp broke during the procedure. No patient impact.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h10.   The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 mechanical (g04) - provisional bottom visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and the post feature has fractured off, all pieces returned. The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint confirmed. The surgical technique, technique tip: apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. The tasp¿s were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. No corrective actions, preventive actions, or field actions resulted after investigation of this event a summary of the investigation was sent to the complainant conveying observations from the completed investigation, proper surgical technique and use of the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.